Event description:
It was reported that sensing problem was noted on this lead approx. 39 months after the implantation. During the lead revision the associated ICD was exchanged as it was affected by the fsca initiated in march 2021 (bio-lqc). There was no particular complaint about the ICD performance.

Manufacturer narrative:
The ICD and a fragment of the lead under complaint were returned for analysis. Upon receipt, the lead fragment was still connected to the ICD header. The connection was inspected, and the lead was found to be properly attached to the ICD. In a next step ICD and lead were disconnected to proceed with the analysis of each device. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The battery status was mos1 and 15 charging cycles were recorded. The amount of charge taken from the battery was verified and the battery status mos1 was anticipated. In a next step, a sensing test was performed, and the ICD sensed the attached heart signals free of noise. An electrical analysis of the ICD showed a normal device function. The current consumption was normal. The lead was found cut 18 cm distal to the df4 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Furthermore, the quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. In conclusion, the ICD proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. The battery was not depleted, and the battery status was anticipated. There was no indication of an ICD malfunction. The analysis did not reveal any sign of a material or manufacturing problem for the ICD or the lead.